Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The instrument's main tube was found to be broken in two locations, at the proximal and distal end. The main tube was fractured around its circumference in both locations. The welds between the tube and mating adapter pieces were intact. Fa also found a broken conductor wire at the distal end of the instrument by the interface with the crimped section on the hook shank. Fa concluded that the breakage of instrument's main tube combined with the wire breakage allowed the hook section to detach from distal end. Fa concluded that the instrument damages were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. On (B)(4) 2013, isi contacted the initial reporter of the complaint and obtained additional information regarding the reported event. The initial reporter stated that the hook tip of the instrument did not fall into the patient during the surgical procedure. The initial reporter stated that the tip of the instrument broke but was still connected by a wire on the distal end. However, the initial reporter indicated that when she placed the instrument into a bag for return to isi, the hook tip fell off. She also stated that the patient was not harmed or injured during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the instrument revealed a fracture on the distal end of the main tube. There is no indication, however, that the patient was harmed or injured because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
On 01/14/2014, intuitive surgical, inc. (Isi) received uf/importer report 2300460000-2013-8267 with the following event description: single site hook cautery snapped on insertion and instrument was unusable. Brand new instrument. Ref (B)(4). Surgeon initiated the dissection; however, one of the instruments was not functional and we had to place an additional port in the left abdomen to use a third arm from the robot. This was the first single port davinci case that has been done at this hospital. Because of this there was only one set of instruments available without backups. Case would have been optimized if we had a replacement single hook cautery. With no back up instrument we had to improvise and make another incision.

Event description:
It was reported that during a da vinci si cholecystectomy procedure, the hook tip of the permanent cautery hook instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.